Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Product ID 97755, serial# (B)(6). Product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said their controller was acting up. Patient said that the controller seemed to be temperamental in charging the implanted neurostimulator and if they didn't have the recharger in the exact right spot, the charging would stop and they would have to reposition the paddle to get it back online, but starting again was very difficult. Patient said they'd keep getting poor recharge quality and no device found. Patient mentioned that last night they were trying to charge and the controller kept cutting it off and told them the controller needed to be charged, but when they plugged the controller into the ac power supply, the controller was at 80%. Patient also said the charging times were taking over an hour to charge the implant, even if the implant wasn't empty. Patient said they had tried resetting controller before and called in with another issue where they were told to reset. When asked event date, patient said from the beginning, but the issue was now much worse. Agent walked patient through resetting the controller. Patient inspected recharger cord and said the cord had an inclination to coil itself now, but there were no kinks in the cord. Patient inspected the controller port and recharger plug and didn't see any damage to the pins. Patient said the battery pack connections weren't as shiny as the connections on the controller. Agent then had patient start a recharging session of the implant and patient was able to start recharging with excellent quality controller 100%, implant 80%. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information was received from pt stating they received replacement recharger from this case but, they are still having trouble charging the ins. Pt stated that last night, they were laying on the paddle for 30-45 mins with the green light flashing and then they saw 'controller needs adjustment' and controller needs to be closer to the implant and 'not found'. Pt stated that the controller goes black and they have to unlock again - agent reviewed this is expected. Agent reviewed use of the white on/off button. Agent had pt unlock controller - pt saw controller at 100% and ins 50%. Pt plugged in the recharger and saw ins recharging excellent briefly then, screen went to no device found. Pt stated they were told they could lay on the paddle if the belt was not effective - agent reviewed information. The pt was insistent that something was wrong with the controller. Agent redirected to hcp to further address ins charging issue. Agent reviewed and closed the case.